Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 06-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("pain in back") in a 51 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2022 she experienced urinary tract infection ("recurrent urinary infections"). Essure was removed on 29-aug-2023. An unknown time later she experienced back pain (seriousness criterion intervention required), neck pain ("neck pain"), neuralgia ("neuralgia"), muscular weakness ("muscle loss at neck level"), knee pain ("knee pain"), deafness ("hearing loss (unverified)"), depressed mood ("decrease in morale"), fatigue ("fatigue / tires me greatly"), disturbance in attention ("difficulty concentrating"), adenomyosis ("adenomyosis"), heavy menstrual bleeding ("heavy menstrual bleeding the first two days with severe pain - for 2 years"), dysmenorrhoea ("heavy menstrual bleeding the first two days with severe pain - for 2 years"), joint pain ("joint pain") and musculoskeletal stiffness ("muscle stiffness in the back") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure) and physical therapy. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to neck pain, neuralgia, muscular weakness, back pain, knee pain, deafness, depressed mood, fatigue, disturbance in attention, adenomyosis, heavy menstrual bleeding, dysmenorrhoea, weight increased, urinary tract infection, joint pain or musculoskeletal stiffness. The reporter commented: I am going to have the device removed on (B)(6) 2023 hoping that all my symptoms will disappear. The pain has been increasing for the last 2 years and tires me greatly. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 06-sep-2023. The most recent information was received on 21-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("pain in back") in a 51 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2022 she experienced urinary tract infection ("recurrent urinary infections"). Essure was removed on (B)(6) 2023. An unknown time later she experienced back pain (seriousness criterion intervention required), neck pain ("neck pain"), neuralgia ("neuralgia"), muscular weakness ("muscle loss at neck level"), knee pain ("knee pain"), deafness ("hearing loss (unverified)"), depressed mood ("decrease in morale"), fatigue ("fatigue / tires me greatly"), disturbance in attention ("difficulty concentrating"), adenomyosis ("adenomyosis"), heavy menstrual bleeding ("heavy menstrual bleeding the first two days with severe pain - for 2 years"), dysmenorrhoea ("heavy menstrual bleeding the first two days with severe pain - for 2 years"), joint pain ("joint pain") and musculoskeletal stiffness ("muscle stiffness in the back") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure) and physical therapy. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to neck pain, neuralgia, muscular weakness, back pain, knee pain, deafness, depressed mood, fatigue, disturbance in attention, adenomyosis, heavy menstrual bleeding, dysmenorrhoea, weight increased, urinary tract infection, joint pain or musculoskeletal stiffness. The reporter commented: I am going to have the device removed on (B)(6) 2023 hoping that all my symptoms will disappear. The pain has been increasing for the last 2 years and tires me greatly. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.